Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Heart attack [myocardial infarction]. Low sugar levels [blood glucose decreased]. Plunger in the injector did not move [device mechanical issue]. Case description: this serious spontaneous case from poland was reported by a consumer as "heart attack(heart attack)" with an unspecified onset date, "low sugar levels(blood sugar decreased)" with an unspecified onset date, "plunger in the injector did not move(device mechanical jam)" with an unspecified onset date, and concerned a elderly male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus type 1", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 4: current condition: diabetes mellitus type 1 (since 2009), retired. Concomitant products included - insulatard penfill(insulin isophane), novorapid penfill(insulin aspart). The case concerns an elderly, retired patient who contacted novo nordisk to ask where he could get a free novo pen 4 injector, as his current injector had broken down and he had been using it for more than 10 years. The man mentioned that in the past, about 5 years ago, the same injector and its malfunction caused a heart attack and hospitalisation in his case. The patient relayed that the plunger in the injector did not move and, as a result, the patient was not taking insulin at all (quoted as 'I was injecting air and not insulin'), low sugar levels caused the heart attack according to the patient. The injector spontaneously returned to normal functioning and there was no need to replace it, the patient at the time did not report this incident or complain about the product. The patient has had type 1 diabetes since 2009 and has been taking novorapid and insulatard insulin since the beginning. The patient did not provide any additional information or contact details thus follow-up attempt will not be performed. Batch numbers: novopen 4: not available. Action taken to novopen 4 was reported as no change. The outcome for the event "heart attack(heart attack)" was recovered. The outcome for the event "low sugar levels(blood sugar decreased)" was not reported. The outcome for the event "plunger in the injector did not move(device mechanical jam)" was not reported. No further information available.

Event description:
Case description: investigational result. Name: novopen 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. No further information available. H3 continued: evaluation summary. Name: novopen 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.